Event description:
This lead was explanted and replaced due to noise and a change in impedance. The lead issues began right after the patient had a normal ICD change out on (B)(6) 2017. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.